Event description:
It was reported that during an unspecified procedure, the 'footprint' anchor broke while implantation. The procedure was completed using a back-up device, but it is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The deformed and broken anchor was returned along with the implantation device. The anchor is fractured at the distal end and deformed along the length. The insertion device has the distal end severely bent. No suture material was returned. Both the anchor and the insertion device have debris on them. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image shows an anchor with the distal end broken off in a plastic bag. The bag is laying on a smith + nephew box with labelling confirming the product identification. This case reports the anchor broke during implantation. Reportedly all pieces were retrieved using tweezers. Per case correspondence, the patient¿s bone quality was good, all debris was cleared from insertion site before insertion, and the backup device was used in the originally drilled bone hole. The operative report was not provided. The patient impact beyond the reported events is not anticipated as all pieces were retrieved from the patient.¿ the procedure was completed with a backup device, no void was left in the patient, and there was a surgical delay of 1-30 minutes. Per case communication,¿ the status of the patient is good. Therefore, no further clinical/medical assessment can be rendered. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.